Event description:
Report received of an over-delivery. The customer contact indicated that the event was the result of an error in programming the device. The pump was programmed to deliver 5.7million iu of aldesleukin in 250ml at a rate of 251ml/hr for a duration of 12 hours instead of the intended 21ml/hr for a duration of 12 hours. The customer contact stated that the volume to be infused was calculated by the device to be 3012ml. After one hour, the pump alarmed with a proximal occlusion and the solution container was reportedly empty. At this time, the nurse noted the error in programming the device. There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.